Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-MRI checkup that ¿I found out it has a crimp in her tube¿. No further information or specifics regarding this observation were provided. The device system was used to deliver an unknown drug.